Event description:
Machine in pacer mode and set for rate of 60. Patient had burn wounds on chest and difficulty with pads sticking to tissue. Patient rate became asystole and machine did not fire. Review of machine by clinical enginering did not identify any mechanical problems. Nurse reported machine did fire after this missed fire, pads were more secure into patient at that time. Nurse also reported difficulty with pads sticking with equipment in cath lab. Patient asystole 20-30 secs. Nurse at bedside and compressions started. Patient to cath lab for emergent temporary pacer.